Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose was 430 mg/dl. The customer was admitted to the hospital. The customer stated that the doctor reported patient is having ketosis. The customer's wife did not have patient device because he was currently in the hospital. The customer will call back when he is released to continue troubleshooting for high blood glucose.